Manufacturer narrative:
Additional information has been received for this event from the customer and information on the foreign material found in the device. This supplemental report is being submitted to provide this information. The foreign material in the device cannot be identified. Since the device was sent for annual inspection with no reported malfunction, no record of reprocessing of the device is available. Although customer follows correct reprocessing procedure as per olympus training and instructions for use and possess all brushes including maj-1888, there could be a possibility that the device was not adequately reprocessed at the time of return to olympus. Generally, customer inspects the device before use in a procedure, but the possibility of device being used in procedure while foreign material was present on the device cannot be denied. However, there is no report of any patient impact associated with the device. Customer does not use detergent during reprocessing; however, glutaraldehyde (local brand) is used. Customer does not have an automatic endoscopy reprocessor. After reprocessing, the dried devices are stored in closed cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned this device for annual inspection. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material and the distal end rubber coating (a-rubber) is dirty. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material on the forceps elevator and dirty a-rubber as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material and the distal end rubber coating (a-rubber) is dirty. Other observation for the device is that the distal end cover (c-cover) has a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.